Event description:
It was reported the patient experienced pain starting at the lead/extension connection in the back and went around the patient's side to the ribcage. The patient felt the pain for about three weeks. No trauma was reported. The patient programmer was checked and appeared to be working fine. The patient was directed to contact the healthcare professional. The patient was seen by an emergency room physician. The neurostimulator was not working. The stimulator would not turn on. He confirmed that the patient programmer appeared to be working fine. The patient's follow up physician will not see the patient unless the patient wants the stimulator removed. Additional information has been requested from the hcp, but was not available as of the date of this report.